Manufacturer narrative:
Age or date of birth: patient''s date of birth unk. Device evaluated by MFR: the device was discarded, thus no investigation could be completed. Great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to the patient experiencing diaphyragmatic stimulation. A right atrial (ra) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the lead, along with use of suture, to provide traction. The physician began using a spectranetics 14f glidelight laser sheath, and was able to advance until the superior vena cava (svc)/atrial junction, where progress stalled. The physician removed the glidelight from the patient in order to change devices, and the patient''s blood pressure dropped. No effusion was noted via transesophageal echocardiography (tee), but fluoroscopy detected a darkening shadow when scanning the right chest wall. Rescue efforts began immediately, including rescue balloon, and administration of blood products. Once the blood was given to the patient, the blood pressure stabilized. The physician and surgeon decided to perform a venogram to determine the site of injury; however, no injury was observed. The rescue balloon and contrast were used twice with no further observation of injury. The physician/surgeon thought the rescue balloon tamponaded off the injury, perhaps located in the svc, since the balloon was inflated in that region. No surgical intervention was required; a leadless pacemaker was implanted, and the physician chose to abandon the rv lead. He did not attempt to unlock the lld from the rv lead prior to cutting and capping both, which remained in the patient (MDR #1721279-2023-00013). The rv lead removal was to be scheduled at a later time. The patient survived the procedure. This event captures the 12 glidelight in use when evidence of a perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.